Event description:
A (B)(6) player that suffers from funnel chest was implanted with two matrixrib precontoured plates on an unk date. The plates broke postoperatively and pt was revised on (B)(6) 2012 to three new matrixrib plates. Reportedly, pt was non-compliant with postoperative rest instructions and the plates may have broken from the high stress applied during a hockey game. This is the 2nd of 2 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn ass no device was returned or lot number provided.